Event description:
It was reported, "patient s/p left hip arthroplasty in 2011 now with painful left hip, elevated metal ions and a recalled femoral hip stem. Patient admitted after left total hip revision with discharge diagnosis of failed left total hip arthroplasty with metallosis and infection."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker neck. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.